Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that unexpected resets occurred intermittently. The customer successfully resumed insulin delivery. Customer¿s blood glucose level was 240 mg/dl.